Manufacturer narrative:
The device remains implanted and in service. Should the device be explanted and returned, this report will be updated including investigation results.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Technical services is reviewing the "save to disk" data sent to them. No action has been taken at this time, and the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Technical services was contacted to review the device's data, and were able to confirm the allegation of premature battery depletion, and recommended device replacement. Therefore, the device was explanted and replaced. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.